Manufacturer narrative:
UDI #: (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported to philips the device failed to pass the operational check. There was no patient involvement.